Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the pump alarmed due to an empty reservoir. The patient was unable to make a refill appointment. The patient did not have a physician to fill the pump. No diagnostics/troubleshooting was performed. The patient has since asked to be released from his physician¿s care. The name of the previous physician was unknown. The patient was given referral numbers for physicians that support this therapy. The patient stated he would attempt to reach out to another physician. Surgical intervention did not occur and was not planned. Patient status was alive - no injury. It was unknown if the issue was resolved. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative. The exact date that the pump went empty was unknown. The patient stated he felt he had gone through withdrawals and was previously seen in an emergency room to have that treated. The patient stated he could not make the refill appointment. The patient was released per his request from the pain management clinic. The patient currently has no pain physician and would not state his primary care physician name. No further information was available.